Event description:
It was reported that the pt could hear a loud drilling sound in absence of external sound. This was followed over the next few days by a headache when wearing the processor. Testing confirmed that the implant had malfunctioned.